Event description:
It was reported that the case was damaged and had a sensor failure alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Broken lower left front corner of top case and cracked on right plunger case was found at inspection. The investigation found that the device was damaged due to an impact and the plunger cable does not operate as intended. For corrective action it was recommended to replace top case and plunger assembly, plunger cable and also force sensor for preventive measure. Preventive maintenance was performed and all functional tests passed. The root cause of the case damage was attributed to improper handling by the customer, while the cause for the malfunctioning plunger cable could not be determined. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 3500; h4: mfg. Date. 14-sep-2011.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A review of the event history log identified force sensor test error.

Event description:
Additional information received via email: no patient involvement. The issue was found during annual preventive maintenance.